Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system implant procedure, while the sales rep was watching the fluoro, they noticed that the proximal end of the right ventricular (rv) lead coil seemed to unraveled or slightly serrated. All electrical properties were within normal limits. No abnormal findings other than the appearance of the lead. During pre-discharge check everything appeared fine and the physician opted to leave the lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.